Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time, if additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a colonoscopy procedure, the tip of the bi-coag electrode broke off and fell inside the patient's colon. The broken tip of the bi-coag electrode remains inside the patient. The physician stated that the device should pass naturally. The intended procedure was completed using another similar device. However, there was no patient injury reported. Olympus followed up to obtain additional information from the user facility via phone and in writing regarding the reported event, but with no results.